Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was cracked and there was area missing on corner of the screen. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
No missing segment/partial display noted. Device passed self-test and displacement test. Device had cracked lcd window, cracked battery tube threads, cracked case at display window corners.